Event description:
Reportable based on the analysis completed on (B)(6) 2010. It was reported that during a drug eluting stenting treatment procedure, the stent could not cross the lesion. The target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The physician attempted to advance a promus element 3.0x12mm stent across the lesion but was unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as stable. However, the returned product revealed that there was distal stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. One strut was raised on row 1. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)